Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast ptosis manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic/latino female patient who underwent a breast surgery with a 375cc mentor siltex round moderate profile prosthesis (right) and a 375cc mentor smooth round moderate profile (left) experienced bilateral ptosis and right-sided deflation and breast pain postoperatively. The patient states that she noticed right-sided deflation sometime in 2020 and felt discomfort in her right breast when she lay down. The patient had a consultation with a healthcare professional. As a result, the patient underwent bilateral removal and replacement with two 375cc mentor smooth round moderate profile prostheses (right serial #: (B)(4), left serial #: (B)(4) on (B)(6) 2021. The event date was estimated as (B)(6) 2020 based on available information. This report is for the left-sided prosthesis.

Manufacturer narrative:
On 9-aug-2021, it was found that information regarding the implantation date was omitted from the initial report. Manufacturer's reference number: (B)(4) the implantation date was estimated as on (B)(6)2014 based on available information.